Manufacturer narrative:
Date of event: please note that this date is based off of the month of publication of the article as the event dates were not provided in the published literature. (B)(4).

Event description:
Sillay, k.a., larson, p.s., starr, p.a. Deep brain stimulator hardware-related infections: incidence and management in a large series. Neurosurgery. 2008; 62(2): 360-366; discussion 366-367. Doi: 10.1227/01.neu.0000297020.60125.fc. Summary: device-related infection is a common complication of deep brain stimulator (dbs) implantation. We reviewed the incidence and management of early hardware- related infections in a large series. Reported events: a (B)(6) woman with deep brain stimulation (dbs) for parkinson's disease (pd) experienced a staphylococcus aureus infection at the frontal location which presented 29 days after implant. This patient was managed with an attempted wound washout without hardware removal, but the patient exhibited clinical or microbiological evidence of recurrent infection, so they eventually underwent total system removal. It was not possible to ascertain specific device serial numbers from the article or to match the reported event with any previously reported event. Follow-up to the article¿s corresponding author has been requested in the master file for patient/device info, event dates, and patient outcomes. A supplemental report will be submitted if additional information is received.